Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the connection from the lipids tubing to the filter were leaking. There is no report of patient harm.

Manufacturer narrative:
Additional medwatch information received. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ connection from lipid tubing to filter was found to be leaking. Patient did not experience harm during this event. "